Event description:
Reporter stated that in 2004, the pt was up all night vomiting and had ketones in their system. The pt's blood glucose during this time was 450 mg/dl to hi. Pt unsuccessfully attempted to self-treat high blood glucose. Pt was taken to hospital (treatment received: IV fluids and insulin injections). Reporter also stated that pt had been admitted to hospital in 2003 with a diagnosis of diabetic ketoacidosis.